Event description:
It was reported that the patient experienced blinding, pinching and severe pain at the implant site. There was a revision in 2008. The patient was given ibuprofen and recovered without sequelae at about two week later.

Manufacturer narrative:
.